Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin pump error alarms, frozen display and keypad anomaly. The customer¿s blood glucose level was 200 mg/dl. Customer was unable to clear the alarms. Customer was advised to observe time clock anomaly, however it was advances. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.